Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) india, alleging that the patient's onetouch select simple meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2020 when readings of "300, 400 and more than 400 mg/dl" were obtained with the subject meter early in the morning, at 12:00 pm and at 9:00 pm respectively. The reporter claimed that on (B)(6) 2020, readings of "450 and 557 mg/dl" were obtained with the subject meter at 12:00 am and at around 3:50 am respectively. The patient manages their diabetes with human insulin (type unspecified; 36 units in the morning and 30 units at night) on a self-adjusting dose. The reporter claimed the patient's usual blood glucose range is between "90-115 mg/dl." In response to the elevated results, the reporter claimed that on (B)(6) 2020, the patient took their usual dose of 30 units of insulin early morning, an additional 36 units at 12:00 pm, 36 units instead of their usual 30 units at 9:00 pm and that on (B)(6) 2020 the patient took an additional 36 units at 12:00 am. At around 3:50 am, the reporter observed that the patient's body was cold and when the result of "557 mg/dl" was obtained, an additional 36 units of insulin was administered. When the patient developed symptoms of "foaming at the mouth and heaviness in the body," they were immediately taken to hospital. The reporter claimed a blood glucose test was performed on the hospital meter and a result of "20 mg/dl." The reporter was unable to recall the exact type of treatment received however informed the cca that the patient was advised by the doctor to consume sweets and not to take insulin for 2-3 days. The reporter stated the patient is feeling better and was discharged from hospital on (B)(6) 2020 at 4:00 pm. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the test strips had been stored outside of their original container. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after administering additional insulin based on alleged inaccurate high results obtained with the subject meter.